Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel prostheses on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Corrected data: mentor received additional information indicating the device was explanted on (B)(6) 2019 and not (B)(6) 2018. Additional information: on 6/12/2019 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, a crease was noted in the anterior and extending to the posterior view. Within the crease, a tear was noted in the anterior view, measuring approximately 0.2 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).